Event description:
The pt experienced a loss of therapeutic effect with intermittent loss of bladder control. When the pt was sleeping, the device stopped working and it was "like a flood". The pt knew it was turning off because she didn't feel the stimulation. The stimulation feeling moved from the pt's rectum to her vagina. No falls or accident occurred prior to the loss of therapeutic effect. Additional information was requested.

Manufacturer narrative:
(B)(4)